Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient's mother reported that her child had to go to the hospital for high blood glucose (exact bg level was not reported) reading and a local site infection. The pod was removed and discarded. She noticed the cannula was bent. They treated the site with antibiotics.